Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the screen was black, and no images were displayed. The 70% stenosed target lesion was located in the left anterior descending to left main coronary artery. A rotapro console was selected for use. During the procedure, while inspecting the burr and advancer in vitro, the stalled lamp still lighted on, and it was found that the advancer was leaking gas. Upon withdrawal process, the console screen turned black, and no images were shown. The procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable after the procedure.